Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and that the device should be replaced. The device remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had an arrhythmia that was not treated by the device and the patient coded and external rescue was required. Device interrogation revealed a fault code (fc) 1004 and 1007. It was determined that one shock was delivered; however, there is a shorted condition and the device was damaged resulting in the inability to deliver any further shocks. A shock impedance of less than 20 ohms was observed. No additional adverse patient effects were reported.